Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaints: (B)(6). Thread has broken the day after surgery.

Manufacturer narrative:
Samples received: 12 open pouches. Analysis and results: there is one previous complaint of this code batch regarding other issue. Manufactured and mainly distributed (B)(4) units of this code batch, there are few units in stock. Received 12 samples without the second pack, and the first pack is closed. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. In average 4.52 kgf and 4.43 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked. Final conclusion: although the results of the samples received fulfil the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. The customer will receive a credit note for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.